Event description:
Pt had bravo capsule placed via egd to esophagus (48 hr. Ph monitoring). When pt returned bravo unit after 48 hr, pt stated receiver kept reading p1/p2, during entire 48 hr. Pt had concerns of unit malfunctioning. Writer was notified after unit downloaded, that no info was obtained.